Event description:
A vns programming wand was returned with no allegations. During the product analysis, it was noted that the serial data cable had intermittent conductors which caused a failure to program event. After a known good bench serial cable was substituted, all communication errors cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.